Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon evaluation, the monitor displayed a service code 110 (over voltage fault). The cause of this service code was that the c1 capacitor shorted which shorted the 12v line and damaged the l1, l2, and d1 components. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.